Manufacturer narrative:
Section h6: health effect - clinical code: 3261 - multiple organ dysfunction syndrome. Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow alarms; however, it was reported that the alarms were due to severe pulmonary hypertension and right heart failure. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event and patient outcome could not be conclusively established through this evaluation. The submitted log files were reviewed and found that the pump operated at the set speed without issue. Multiple transient low flow alarms were captured on 09dec2022. The system appeared to be operating as intended, and there were no other notable alarms active in the log file. Heartmate 3 lvas, serial number (B)(6), would reportedly not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) (rev. C) is currently available. Section 1 ¿introduction¿ of this document lists death and hypertension as adverse events that may be associated with the use of the heartmate 3 lvas. The IFU also lists multiple types of organ failure and dysfunction (right heart failure, respiratory failure, renal dysfunction, and hepatic dysfunction) as adverse events that may be associated with the use of the heartmate 3 lvas. Section 1 of this document provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Additionally, this section (under ¿optimal fixed speed¿) outlines how to determine the optimal fixed speed and low speed limit. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Section 6 ¿patient care and management¿ states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg (millimeters of mercury) should be considered adequate. The heartmate 3 lvas patient handbook (rev. D) is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section h6: health effect - clinical code: 3261 - multiple organ dysfunction syndrome. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information stated that patient passed away on (B)(6) 2022. Care had been withdrawn due to multi system organ failure. The cause of the low flow alarms was reported to be severe pulmonary hypertension and right heart failure. There were no device related issues identified. No device would be returned.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log file was submitted due to patient was having frequent low flow alarms the last two days. Patient was in intensive care unit (ICU) requiring right ventricular assist device (rvad) support, continuous renal replacement therapy (crrt), nitric oxide, and multiple vasopressor support. The patient had an arterial blood pressure of 84/61 (80), central venous pressure (cvp) of 13, and heart rate of 60. The log file captured low flow events on (B)(6) 2022. There were also several low flow flags which did not persist long enough to trigger a low flow alarm. These occur at times when pulsatility index (pi) was elevated.